Manufacturer narrative:
The user facility was unable to identify the stretcher model/serial number in use at the time of this event. The 10-12 stretchers were inspected. Coding reflects the eval findings for these stretchers. If any further info is obtained related to this event, a f/u medwatch report will be submitted.

Event description:
It has been reported by the user facility that a mattress slid off of a stretcher resulting in a pt fall. It was reported that there was no injury to the pt.